Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04245. It was reported that one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which both leads were explanted and replaced to resolve the issue. Effective therapy was established postoperatively. Note: it is unknown which lead has migrated, as such both leads are being reported.